Event description:
It was reported that vessel erosion and pain occurred. A greenfileld ivc filter was placed in the suprarenal position. 12 years later, the patient presented to another hospital. Following a CT scan, it was determined that all 6 legs of the previously implanted ivc filter were in the process of eroding through the wall of the ivc and was causing the patient significant pain. The physician in planning on surgically removing the filter. The patient is ambulatory but experiencing pain.

Manufacturer narrative:
If implanted, give date: 12 years ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).